Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 235 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery test and prime test. The insulin pump functions properly noted. The motor passed motor test and no motor error alarm. No compromised force sensor system alarm noted. The insulin pump primed properly. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.